Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 (lot, primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: procedure is started at 11:30 am left hip arthroplasty, femoral cut, acetabular work is performed and the definitive acetabulo implants (cup-insert and 2 acetabular screws) are placed. Then the femoral work was proceeded reaching the test stem 11 and the dr requests that pass the final non-cemented stem standard stem 11 is mounted on the femoral impactor of 2 pieces and when entering the implant to the indicated point through the channel femoral fractures the major trochanter, the dr tries to remove the impactor from the implant and is not achieved, apparently the femoral impactor had been blocked with the implant, he decided to remove the entire implant to try to release the impactor outside on the surgical table and it took us several minutes to release the 2 pieces of the final stem, the stem was placed again in the femoral canal and was impacted by another impactor that has the equipment, then, the clinic requested a compact foot system and the 2.7 system plate for the fracture of the major trochanter of the femur was placed. It is evident that the 2 pieces of the femoral impactor at the tip were worn out and deteriorated in this procedure are marked and sent for review. If the patient was affected because the major trochanter was fractured and osteosynthesis had to be performed with another system, the surgical procedure was affected because I extend the surgical time by 30 minutes more since we almost did not release the femoral impactor to the definitive stem, the 2 pieces are marked for review. The product was not returned to depuy synthes; however, photos were provided for review. Photos were provided for review; however, the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the retaining stem inserter would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 concomitant.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the beginning of a left hip arthroplasty, the femoral cut, acetabular work was performed and the definitive acetabulo implants (cup-insert and 2 acetabular screws) was placed. Then the femoral work was proceeded reaching the test stem stem 11 and the doctor requested that pass the final non-cemented stem standard stem 11 is mounted on the femoral impactor of 2 pieces and when entering the implant to the indicated point through the channel femoral fractures the major trochanter, the doctor tried to remove the impactor from the implant which was not achieved. Apparently the femoral impactor had been blocked with the implant, the doctor decided to remove the entire implant to try to release the impactor outside on the surgical table which took several minutes to release the 2 pieces of the final stem. The stem was placed again in the femoral canal and was impacted by another impactor that has the equipment, then, the clinic requested a compact foot system and the 2.7 system plate for the fracture of the major trochanter of the femur was placed. It is evident that the 2 pieces of the femoral impactor at the tip were worn out and deteriorated in this procedure are marked and sent for review. If the patient was affected because the major trochanter was fractured and osteosynthesis had to be performed with another system, the surgical procedure was affected because due the extended surgical time of 30 minutes because they almost did not release the femoral impactor to the definitive stem.